Event description:
During a follow up call to the (B)(4) nurse and the patient on (B)(6) 2010, the patient indicated she had gone to the emergency room on (B)(6) 2010 because of peritonitis. The patient was not admitted to the hospital but was given vancomycin intra-peritoneal (ip) (dose unknown). Cultures of the effluent were taken at that time and the results are not known. The nurse confirmed this information. The nurse indicated the patient was having abdominal pain as well. The event of "not feeling well" according to the nurse was due to the peritonitis. The nurse said the patient continues to experience pain. When asked about the causality of the events against the cycler, the nurse declined to provide a possible cause. The nurse agreed to complete the peritonitis worksheet. This is the master complaint for the event of peritonitis.

Event description:
It was reported in a service report that brakes will not engage. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation was performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the root cause could not be determined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.